Event description:
Customer states: prior to use on a pt during pre-test a doctor confirmed air leakage from the cuff. Customer confirmed no pt involvement. Conclusion not yet available. Pending receipt of sample for investigation.

Manufacturer narrative:
Conclusion not yet available. Pending receipt of sample for investigation.